Event description:
Customer alleges that the pt had gray slough with erythema & purulent drainage under the tegaderm chg dressing's gel pad after a PICC line had been inserted for 16 days. The dressing was in place for more than 24 hours before the symptoms developed. The symptoms did not occur with the first use of the tegaderm chg dressing. An unknown number of tegaderm chg dressings were used. Due to the symptoms, the use of the tegaderm chg dressing was discontinued, as the type of medical treatment. As a result of this incident, the catheter was removed. However, there was not a securement device being used. The outcome of the skin reaction was reported as improving. No further medical treatment was needed.

Manufacturer narrative:
Device or lot code not provided to manufacturer for evaluation. Complaint type will be monitored. The insert provides the following information regarding observation and when a dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressing changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised.